Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during use, a leak occurred from the balloon. There was no patient injury.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The product was manufactured from 30-mar-2023 to 06-may-2023. The device was received for evaluation and the balloon was inflated with 10ml as per requirement and a balloon leak was confirmed. The catheter was inspected under dinolite camera, and a pinhole was found at the balloon edge area. This pinhole was caused by the bubbles trapped in the latex and when dipping this bubble attached to the catheter, thus, causing the bubble area was not covered with latex throughout the dipping process. 100% inspection for balloon was performed for all catheters, however this 100% inspection used air inflation method instead of water inflation method. The pressure exerted by air was different than water. Thus, this condition could not be detected during 100% inspection. A non-conformance (nc) was issued to address bubbles trapped in latex. This nc was closed in 2023. The affected batch was manufactured before the implementation of this nc. Thus, the action taken was considered effective.